Event description:
The lead was abandoned on (B)(6) 2011. The atrial lead was not sensing properly. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).